Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, after doing the aortotomy, physician was doing the anastomoses and observed that there was blood coming out of the site. Upon closer inspection of the hs iii proximal seal system 3.8 mm doctor said that the heartstring had unraveled and they had to use a cross clamp to finish. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Only the seal with anchor and the tension spring assembly were returned to the factory. Seal was observed to be unraveled with evidence of blood. It was also observed that the tether on the tension spring was cut. Based on the received condition of the device and the evaluation results, the reported failure mode "unraveled material" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, after doing the aortatomy, physician was doing the anastomoses and observed that there was blood coming out of the site. Upon closer inspection of the hs iii proximal seal system 3.8mm doctor said that the heartstring had unraveled and they had to use a cross clamp to finish. The hospital did not report any patient effects.